Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device was detached from the delivery system and was not received for analysis as the stent was implanted. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A review of these specified parameters against the batch records for the crimped unit, highlighted no abnormalities. The bumper tip of the device showed no signs of damage. A visual examination of the balloon revealed that the balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. Stent crimp marking were clearly visible on the balloon material indicating that the balloon had been crimped in the correct location during manufacturing. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal ramus artery. A 2.25x16mm promus premier¿ stent was advanced to the lesion; however, it was noted that the stent came off the stent delivery system balloon and was lodged in the proximal ramus artery. The stent was able to be successfully deployed in the intended target lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal ramus artery. A 2.25x16mm promus premier¿ stent was advanced to the lesion however, it was noted that the stent came off the stent delivery system balloon and was lodged in the proximal ramus artery. The stent was able to be successfully deployed in the intended target lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).